Event description:
New information suggests the radio frequency (rf) telemetry was disabled by a cybersecurity feature until interrogation with wand due to a high number of attempts of the rf trying to connect to the device which was higher than expected for the lifetime of the device. The rf telemetry was restored when interrogated with a wand. The patient was stable.

Manufacturer narrative:
Further information was requested but has not yet been received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation a notification indicating "¿excessive rf telemetry use detected¿ was observed on the implantable cardioverter defibrillator. The patient had been brought into clinic as the device was unable to connect to a programmer. The patient was stable.